Event description:
It was reported by the rep the device was used during a colon resection. It was reported the donuts formed but it had leaking. When closing using a skin stapler it broke in half. 6/5/98 the surgeon sutured the leak and continued the procedure. There was no consequence to the pt.